Event description:
Journal reference: delhaas em, beersen n, redekop wk, klazinga ns. Long-term outcomes of continuous intrathecal baclofen infusion for treatment of spasticity: a prospective multicenter follow-up study. Neuromodulation, 2008; 11(3):227-236. Long-term outcomes of a total patients treated with continuous intrathecal baclofen infusion are reported. A prospective follow-up study was conducted in eight centers. Patients were followed up over a 12-month period. The follow-up scores on the three spasticity scales were significantly lower at every follow-up visit in comparison to the intake score, except for the clonus scale scores at 12 months. Improvements in health-related quality of life and functionality were small and nonsignificant. A significant reduction in severity of self-reported personal problems ratings scale was observed. Some patients had no adverse events. Intrathecal baclofen reduces spasticity and severity of patient reported problems but its effect on quality of life and functionality is less apparent. Reportable event: seven events of pocket infection were reported. See mfg report #2182207200805865.